Manufacturer narrative:
Product event summary: analysis was unable to confirm that the generator was not sensing or pacing correctly. Analysis did find that the upper and lower cases, ring cover and battery drawer were broken and contaminated, the bail covers were broken, the battery release, battery release o-ring and battery drawer o-ring were contaminated, the battery contacts were compressed and the liquid crystal display was out of specification electrically.

Event description:
It was reported that the external pulse generator was switched on with 45 beats per minute (bpm) detection and a 24 bpm high sensibility. The biomedical engineer noted that there was no stimulation when the patient reached 33 bpm even when the stimulation light-emitting diode was on. It was noted that this device is controlled every morning prior to it being used. The generator was returned for service and analysis. No patient complications have been reported as a result of this event. Additional information received via follow-up indicated that it should read 24 millivolts high sensibility, instead of 24 beats per minute and confirmed that there is no additional information available as to whether or not the generator was changed out as well as patient status.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.